Manufacturer narrative:
Concomitant products: addrl1 ipg, implanted (B)(6) 2015.

Event description:
It was reported that there was frequent ventricular safety pacing due to possible undersensing on the right atrial (ra) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.